Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a polyfoil bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days, instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.

Event description:
It was reported that following a percutaneous coronary intervention (pci), a 6f angio-seal evolution was selected for use. A 6f sheath was used during the pci procedure. A pre-deployment angiogram revealed a common femoral artery (cfa) with no calcification. The puncture site was disinfected and wiped clean with gauze. In addition, the staff changed their gloves and used a new pair of scissors prior to the deployment. After deployment, when the angio-seal device was pulled back, the collagen was exposed outside of the skin. The physician cut open the tract and pushed the collagen below the skin, then achieved hemostasis. The puncture site was disinfected again. An echo finding revealed no anomaly. The patient was released from complete rest 3-4 hours after deployment and was discharged the next day, which was earlier than usual protocol according to the patient's request. Three days later; (B)(6) 2011, the patient returned to the hospital for hemodialysis treatment. No anomaly was found at the puncture site. On (B)(6) 2011, the patient felt pain at the puncture site and returned to the hospital again for hemodialysis treatment. The following day; (B)(6) 2011, the patient continued to feel pain and swelling was observed. An echo revealed pus below the skin. On (B)(6) 2011, the physician cut open the puncture site and removed pus. An echo was also performed which revealed protrusion of the artery at the puncture site. Manual compression was applied. The next day, the patient gave no signs of improvement and manual compression was continued. On (B)(6) 2011, the patient returned to the hospital for a surgical procedure because the swelling at the puncture site enlarged. A prosthetic graft replacement was performed on (B)(6) 2011. The angio-seal suture and collagen were removed, but the anchor was not found. The patient's dorsalis pedis pulse was palpable. The next day, the patient was still hospitalized, but recovering.